Event description:
It was reported that during a pump refill a clear fluid leaked from the needle and was leaking from the subdermal space. 20ml of the fluid was removed to be sure it was not a pocket fill and there was no leak from the second stick subdermally. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).